Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Additional patient information; diagnosis: nasopharyngeal cancer.

Event description:
It was reported that on (B)(6) 2019 the patient's port-a-cath was attached to an elastomeric ball (pump) to deliver fluorouracil chemotherapy over a 120 hour period. The texium was in place at the end of the tubing to the elastomeric ball; this was attached to the tubing from the port. On (B)(6) 2019 at the time of disconnect, the nurse noted that there was a small amount of white residue found on the patient¿s upper abdomen and on the elastomeric ball connection to the texium. The patient's vital signs remained stable and there was no need for additional medical intervention. The patient was instructed to wash his clothes x 2 in hot water and to take a bath to wash the area with soap and water.

Event description:
It was reported that on 05/17/19 the patient's port-a-cath was attached to an elastomeric ball (pump) to deliver fluorouracil chemotherapy over a 120 hour period. The texium was in place at the end of the tubing to the elastomeric ball; this was attached to the tubing from the port. On 05/22/19 at the time of disconnect, the nurse noted that there was a small amount of white residue found on the patient¿s upper abdomen and on the elastomeric ball connection to the texium. The patient's vital signs remained stable and there was no need for additional medical intervention.

Manufacturer narrative:
The customer¿s complaint that the texium leaked could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.